Manufacturer narrative:
(B)(4). The customer's report of back flow was confirmed. Visual inspection and functional testing identified that the check valve membrane disc was off-center and a clear acrylic particle was found int eh fluid path which prevented the silicone diaphragm from fully seating against the housing seal area. The root cause of the disc being off center and the origin of the acrylic particle was not identified.

Event description:
A carefusion clinical consultant was conducting device and administration set training with nurses in a practice simulation setting. The consultant set up the secondary infusion and when he unclamped the roller clamp, fluid poured out. There was no pt involvement.